Manufacturer narrative:
No device has been returned for evaluation. If the product is received in the future, the complaint will be reopened. (B) (4).

Event description:
The surgeon inserted shaver blade into knee and the shaver handpiece began to run without activating the hand controls. Cutting end of the blades was against articulating cartilage and created defect. Surgeon could not stop the blade from turning, removed it from the knee and noticed, the forward button appeared to be depressed. Upon shaking the handpiece, it powered off, shook it again and it powered back on. The surgeon had to perform a microfracture débridement and patient will be non-weight bearing for 6 months.